Event description:
The product involved was a 4 fr procedural kit, catalog number 384144. The PICC line had been placed and the x-ray taken. The line was not in the right position so the nurse went to pull back on the line with a slight tug and the catheter broke at the 25 cm mark. A cut down was perofrmed to successfully retrieve the catheter segment. No complications and the pt is fine. This event occurred in 2001. The sample was discarded by special services after removal.